Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 23-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included spondylarthritis, pelvic pain, uterine bleeding, uterine prolapse and menometrorrhagia. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In 2010, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy:rash condition / allergy:skin condition") and pelvic pain ("pelvic pain"). In 2011, the patient experienced fatigue ("fatigue") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes describe/hot flashes"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general. Abnormal. Bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), genito-pelvic pain/penetration disorder ("vaginal spasm"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, weight increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, migraine, headache, genito-pelvic pain/penetration disorder, abdominal pain, abdominal pain lower, back pain, pelvic pain and nausea had resolved and the urinary tract disorder, bladder disorder, urinary tract infection, vaginal discharge, dermatitis allergic and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: bilateral essure coils in place, otherwise normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, dyspareunia, pelvic pain and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome of event weight gain was updated from unknown to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included spondylarthritis, pelvic pain, uterine bleeding, uterine prolapse and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the urinary tract disorder, bladder disorder, weight increased, tooth disorder, hormone level abnormal, urinary tract infection and headache outcome was unknown and the fatigue, alopecia and migraine was resolving. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound pelvis - on (B)(6) 2016: impression: bilateral essure coils in place, otherwise normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding: general. Abnormal. Bleeding') in a 23-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included spondylarthritis, pelvic pain, uterine bleeding, uterine prolapse and menometrorrhagia. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In 2010, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), rash ("allergy:rash condition") and pelvic pain ("pelvic pain"). In 2011, the patient experienced fatigue ("fatigue") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). In (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), genito-pelvic pain/penetration disorder ("vaginal spasm"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:skin condition"), mood swings ("mood swings") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, migraine, headache, genito-pelvic pain/penetration disorder, abdominal pain, abdominal pain lower, back pain and pelvic pain had resolved and the urinary tract disorder, bladder disorder, weight increased, urinary tract infection, vaginal discharge, rash, dermatitis allergic and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: bilateral essure coils in place, otherwise normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, dyspareunia, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: with follow up received on 31-oct-2019 it was detected that this report was a duplicate to case # (B)(4) (medwatch 3500a MFR number 2951250-2019-08293) from which all information was transferred to this case (B)(4), then duplicate # (B)(4) will be deleted. New: addtional lawyers added as reporters. New events: abdominal pain, abdominal pain lower, back pain, dermatitis allergic, genital haemorrhage, genito-pelvic pain/penetration disorder, mood swings, nausea, pelvic pain, rash, vaginal discharge. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 23-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included spondylarthritis, pelvic pain, uterine bleeding, uterine prolapse and menometrorrhagia. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In 2010, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy:rash condition / allergy:skin condition") and pelvic pain ("pelvic pain"). In 2011, the patient experienced fatigue ("fatigue") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes describe/hot flashes"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general. Abnormal. Bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), genito-pelvic pain/penetration disorder ("vaginal spasm"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, migraine, headache, genito-pelvic pain/penetration disorder, abdominal pain, abdominal pain lower, back pain and pelvic pain had resolved and the urinary tract disorder, bladder disorder, weight increased, urinary tract infection, vaginal discharge, dermatitis allergic and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: bilateral essure coils in place, otherwise normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, dyspareunia, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Event:hormonal changes describe were updated to hot flashes. Event genital haemorrhage was downgraded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included degenerative arthritis spine, pelvic pain, uterine bleeding, uterine prolapse and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the urinary tract disorder, bladder disorder, weight increased, tooth disorder, hormone level abnormal, urinary tract infection and headache outcome was unknown and the fatigue, alopecia and migraine was resolving. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound pelvis - on (B)(6) 2016: impression: bilateral essure coils in place, otherwise normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic updated, essure insertion date updated and removal date added, event injury nos is replaced with menorrhagia. Case become valid. Events added-abnormal bleeding (vaginal, menorrhagia), bladder disorder, urinary tract disorder, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal imbalance, urinary tract infection, migraines, headaches, weight gain and device monitoring procedure not performed. Events onset date, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.